Manufacturer narrative:
The initial failure description was that the pump stopped working. According to the service order (B)(4) from 2020-01-28 the technician could not duplicate the problem. Ran the pump for several days without incident. All tests passed. Additional the two year service was performed. Calibration check, full functional test and safety check as per the service manual. All tests passed. The reported failure "rotaflow flow stopped working" could not be confirmed. To determine a probable root cause is not possible as no failure could be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The end user reported that pump stopped working. No further details available this time. No harm to patient was reported. Complaint number: (B)(4).